Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge because of perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. Passed.. Perform pairing tests. Unable to run because of perpetual rebooting. The reported event of a loss of connection was confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of conncection could not be determined. A root cause could not be determined.